Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 55.5 cm proximal to the lead tip. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The distal fragment was received for analysis. The proximal fragment was not returned. The analysis showed that the insulation was found abraded through 10.5 cm proximal to the lead tip. Furthermore, the conductor cable leading to the ring electrode was found fractured 9.5 cm proximal to the lead tip. These damages are assumed to be the root cause of the reported clinical observations. Based on the characteristics of the damages, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Additional cuts into the insulation were found 19 cm proximal to the lead tip, which most likely resulted from the extraction procedure. The rv shock coil was found stretched, the deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to inappropriate shock caused by noise. Lead impedance was also elevated and a fracture was suspected. Should additional information be received, this file will be updated.